Manufacturer narrative:
The company representative examined the system. The company representative stated that the user selected the incorrect setting on their system. The company representative instructed the customer how to select the correct settings. The company representative then, tested the system and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported the system made a "strange" noise and there was no ultrasound during a procedure. The procedure was completed with no impact to the patient.